Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4).

Event description:
Doctor reported that the implant #26 failed due to a trauma and caused implant failure. Doctor will replace the implant after healing. On a follow up received on march 4, 2024, doctor confirmed that the patient had a bicycle accident and after that, the implant became loose and had been removed in the clinic. Nothing relevant about patient history, healthy patient.

Event description:
Doctor reported that the implant #26 failed due to a trauma and caused implant failure. Doctor will replace the implant after healing. On a follow up received on march 4, 2024, doctor confirmed that the patient had a bicycle accident and after that, the implant became loose and had been removed in the clinic. Nothing relevant about patient history, healthy patient.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) fnt410, (full osseotite tapered implant 4 x 10mm) for evaluation. Visual evaluation was performed, the implants had signs of use with blood and bone debris on the internal and external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 2019070901. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019070901 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was external factors (i.e. Patient conditions). Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4).

Event description:
Doctor reported that the implant #26 failed due to a trauma and caused implant failure. Doctor will replace the implant after healing.